Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Verified item lot combination and reviewed manufacturing date as tasp lot 62357318 exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled and missing. The missing component was not returned. The device history records for item# 42527900504 lot# 62357318 & receiving inspection report item# 42527950504 lot# 80562023 was reviewed for deviations and / or anomalies with no deviations or anomalies identified. The device is confirmed to have been a part of the CAPA 997 investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was found fractured in an office tray upon check in. There is no additional information available.